Manufacturer narrative:
Per investigator changed from purge cassette to pump. ¿no patient involvement¿ and ¿no patient consequence¿ removed. ¿delay to treatment/therapy¿ added. D1, d4, h4, and h6 health effect - impact code revised.

Event description:
An 84 year old female with a medical history of coronary artery disease with a percutaneous coronary intervention to the left anterior descending coronary artery earlier on the same day developed de novo chest pain and st segment elevations, requiring re-evaluation in the catheterization laboratory. Placement of an impella cp was planned. While impella was being prepared for purging and connection to the controller, during preparation of the purge solution and purge cassette a "purge system failure" alarm occurred. Preparation was continued despite the alarm and the alarm eventually disappeared during next steps. The impella was then delivered into the left ventricle but the wire became stuck when trying to remove it from the pump. The system in its entirety was removed without consequences to the patient and the impella was then replaced with a new cp that could be delivered without issues. The percutaneous intervention was carried out and the new device weaned and removed successfully after the intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.